Manufacturer narrative:
(B)(4). This MDR is being filed after the associated complaint was reviewed under remediation protocol cap008, complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that the patient returned after about one week as the adaptor of the nephrostomy catheter had come off; there was urine leakage noted. The catheter was replaced with another product with no harm to the patient.